Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for unrelated sepsis and at dnr state. Upon device check, unspecified reset mode was observed with therapies disabled. The patient had not been exposed to any MRI or rf ablation or external defibrillation. The physician will most likely keep the device in reset since the therapies are disabled. No further information was provided.